Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Pump supplies were changed and elevated bg was resolved. Contact declined to provide further information regarding the event and required no further assistance.